Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level as low as 20 mg/dl, "was grey in the face, and [they were] not able to speak and lethargic"; cause was not known. Customer consumed juice, food, and glucose gel to address the issue and went to the emergency room and/or was hospitalized. Customer was treated with "IV" (intravenous line) and glucose gel. Customer was discharged the following day with no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.